Event description:
A complete dislocation of the electrode was reported. Additional information specified that the electrode array had migrated out of the cochlea. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. The device was explanted but has not been received for investigation yet.

Event description:
A complete dislocation of the electrode was reported. Additional information specified that the electrode array had migrated out of the cochlea and the electrode lead had extruded into the external auditory canal. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. In addition information on the device explantation report form states that the electrode extruded into the external ear canal. Further, during device investigation overload fractures in the active electrode which are consistent with an external mechanical impact were found. Other damages are attributable to the removal surgery. The investigation results appear to match the problems mentioned in the recipient report. This a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A complete dislocation of the electrode was reported. Additional information specified that the electrode array had migrated out of the cochlea. The user was re-implanted on (B)(6) 2021.